Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Med comment: the event assessed as serious and associated.

Event description:
Burn second degree [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6), a patient of unspecified gender, age and ethnicity started to use thermacare heatwrap (thermacare heatwrap, wrap) topically from an unspecified date to an unspecified date an unspecified dose for an unknown indication. Relevant medical history, concomitant medications and past product history were not reported. The patient experienced burn second degree (important medical event) on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event at the time of the report was unknown.